Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour¿ stent was used in a right percutaneous nephrolithotomy with antegrade stent insertion procedure, performed in the renal pelvis on (B)(6) 2017. According to the complainant, during the procedure, the coil of the stent detached in the renal pelvis of the patient. It was reported to be 1.5 cm from the end of the stent, and adjacent to the drainage hole. On (B)(6) 2018, the patient had to have general anesthetic for a flexible ureteroscopic removal procedure. The broken piece of the stent was completely removed from the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual evaluation of the returned device found that there were residues of calcification found along the length of the entire device, also the bladder pigtail was found to be detached. Based on the product analysis, this is considered an adverse event associated with retrograde positioned indwelling ureteral stents including but not limited to encrustation; stent fragmentation and stone formation. Therefore the most probable root cause for this event is "anticipated procedural complication". A review of the device history record (DHR) was performed and no deviation was found. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a contour stent was used in a right percutaneous nephrolithotomy with antegrade stent insertion procedure, performed in the renal pelvis on (B)(6) 2017. According to the complainant, during the procedure, the coil of the stent detached in the renal pelvis of the patient. It was reported to be 1.5 cm from the end of the stent, and adjacent to the drainage hole. On (B)(6) 2018, the patient had to have general anesthetic for a flexible ureteroscopic removal procedure. The broken piece of the stent was completely removed from the patient. There were no patient complications reported as a result of this event.